Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial #: unknown, not provided. Catalog#: a complete catalog is unknown. Expiration date: unknown. UDI #: unknown. If implanted; give date: exact date unknown; reported as 2017. If explanted; give date: not applicable, lens remains implanted. Other: the device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacturing date: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a tecnis symfony toric lens, model zxt150 implant on (B)(6) 2017 after a cataract diagnosis. The patient is experiencing halos, glare and concentric circles that have severely affected the patient's night and close up vision. The patient consulted an ophthalmologist for a second opinion. Reportedly, the patient's pupil size contributed to the severity of the problem; although there are inadequate studies to prove this issue. The patient was told that the lens would need to be explanted in order to get the patient's night vision back. At present, the patient is unable to drive at night with or without glasses. The patient now needs reading glasses which he did not need before. The package insert available on the FDA website has inaccuracies and contradictory data (e.g. Percentage of patients with similar problems reported at 1-2% but actual numbers in the same document show between 9 and 14%). No further information was provided.

Manufacturer narrative:
Corrected data: in review, the initial emdr was submitted with an incorrect aware date of 07/09/2018. The correct date is 07/16/2018. This section has been updated and corrected. Date received by manufacturer: 07/16/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.